Event description:
On (B)(4) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) to report that his onetouch verioiq meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported on (B)(4) 2014 at 5:03pm he obtained blood glucose readings of ¿26.3 and 16.8 mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of 20%. The patient manages his diabetes with insulin (self-adjuster). The patient informed the csr that he skipped his usual dose of insulin after obtaining the alleged inaccurate results. The patient denied developing symptoms and there was no mention of medical treatment received in response to a high or low blood glucose excursion. At the time of troubleshooting, the patient confirmed the test strips he used appeared in good condition, were not expired or opened past their discard date. The patient did not have control solution available to test the subject meter and strips. Replacement product was sent to the patient. Based on the information provided, there is no indication the subject meter caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions after obtaining the alleged inaccurate erratic results. However, this complaint is being reported because the subject meter did not meet lfs¿ precision criteria.

Manufacturer narrative:
Follow-up # 1 ¿ (09/03/2014). The lay user/patient¿s meter has been returned on 08/06/2014 and evaluated by lifescan product analysis on 08/28/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (10/06/2014). The patient¿s test strips have been returned on 8/29/2014 and evaluated by lifescan product analysis on 9/25/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.